Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); cool flow pump, model #: m-5491-02, serial #: (B)(4); pentaray navigational eco catheter, model #: d-1282-08-s, lot #: unknown; 8fr soundstar catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a heart block which required a temporary pacing. The patient¿s medical history is unknown. While ablating, there were a few dropped beats. Then the patient went into atrioventricular (av) block. A his signal was never seen. It is unknown if a permanent pacer will be implanted. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.